Event description:
It was reported that the pumps revert into non library protocol on their own without doing anything to them. There was no patient involvement as the event occurred during pre-test.

Manufacturer narrative:
E1: phone (B)(6). One device was received for evaluation. Visual inspection found a degraded downstream occlusion (dso) seal. The dso seal was replaced. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.